Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history record (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It is reported that the complaint event occurred around (B)(6) 2012. The catheter placement was completed. The user found that the catheter was sliding easily, and that the cuff was separated away from the catheter and still attached to the pt's tissue inside the body. No reported incidents occurred after replacement.